Event description:
It was reported the there are black spots in the display screen. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the liquid crystal display was cracked. It was also noted that the lead flex cover was corroded, the battery contacts were compressed and the battery drawer was broken.